Event description:
It was reported that the patient brought in two bad batteries that were then replaced. The patient stated that the batteries did not hold a charge and turned red in the charger. Related MFR. Report # 2916596-2024-01873.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the heartmate 14 volt lithium ion battery (serial number (B)(6)) not being able to hold a charge and having a red light battery fault on the universal battery charger (ubc) was confirmed via analysis of the returned product. During the evaluation, the reported event was confirmed when the battery was placed on a test ubc and a red light fault associated with a voltage cross check issue was active (b0010). The 14v li-ion battery alarmed for low voltage when connected to the controller but was able to operate system despite the alarms. The 14v li-ion battery was opened and no physical anomalies were observed. Circuit analysis was performed on the printed circuit board (pcb) revealing that the circuit responsible for the relative state of charge voltage was not outputting the appropriate voltage for a fully charged battery. A root cause for the reported event could not be isolated to a single component within the circuit. Battery inspection data was reviewed for the 14v battery, serial number (B)(6), revealing that the battery passed all inspection testing. The 14v battery was shipped to the customer on 12jan2023 and was assigned to the patient on (B)(6) 2023. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger (ubc), and the actions to take if the issue does not resolve. Heartmate 14 volt li-ion battery instructions for use (IFU) (rev. E) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ explains the operation of 14v batteries in the heartmate system, including that the 14v batteries are usable for approximately 360 use/charge cycles or for 36 months from the date of manufacture, whichever comes first. This section also informs the user to not use expired batteries. Additionally, section f of the IFU entitled ¿safety checklists¿, informs the user to check the manufacture date on the label of all batteries. If a battery was manufactured more than three years ago, the battery has expired. Replace expired batteries. Do not use expired batteries. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.